Event description:
It was reported to philips that during an examination the system stopped emitting x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The cardiography procedure was aborted and completed by using another device. The field service engineer communicated with the customer and verified that both the large and small focus were defective; the fse also confirmed that the device had been repaired, and thus customer did not request onsite service from philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The cardiography procedure was aborted and completed by using another device. The field service engineer communicated with the customer and verified that both the large and small focus were defective; the fse also confirmed that the device had been repaired, and thus customer did not request onsite service from philips. The codes were updated based on the investigation outcome. The manufacture date has been updated.